Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a few days after implant that the patient complained of chest pain and had low blood pressure. The atrial lead had been placed on the lateral wall and had caused a micro perforation. The fluid was drained and the lead was left in place. The lead remains in use. No further patient complications have been reported as a result of this event.